Event description:
Surgeon was operating on a multi trauma pt. During a dhs femoral neck fracture fixation, the 8mm drill bit for dhs and dcs triple reamers broke off in the femoral neck region of the pt. After 45 min of struggling, they were able to get the broken drill bit piece out of the pt and continue with the procedure.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No product has been received, no lot # has been provided. Mfg records could not be reviewed without a lot #. Date of MFR cannot be determined without a lot #.